Event description:
An allergan standard lap band was inserted by the surgeon. When removing the "tail" of the band through the port, the tab sheared off and became free from the band. The piece of the broken tail was successfully retrieved from the patient and removed. Of note: this tab is used for grasping and should be able to handle being gripped by graspers. In this case, while it was being grasped it did cleanly break across the tab. There was no injury to patient, but had the breakage not been noted, the sharp broken piece could have potentially been retained.